Manufacturer narrative:
As the service case was cancelled, no furhter information is avaialble. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system displayed the error the enable-x signal is not stable when user presses the pedal. The clinical use of the system was in use. There was no harm reported to philips.